Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12434. Reference MFR report #1627487-2015-12435. It was reported that every time the patient turned on the stimulation she would experience leg convulsions which did not resolve following reprogramming. The patient was re-trailed successfully. The physician explanted and replaced the patient's scs system. Note: the patient has a history of seizures.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report (B)(4); reference MFR report (B)(4). Further information provided revealed the patient had experienced ineffective stimulation, from devices 2 and 3, prior to the explant. The patient's new scs system was programmed on 08/03/2015. The patient reports receiving effective stimulation. The patient's issues have been resolved.